Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. H3 other text : device not returned

Event description:
It was reported that a malfunction alarm occurred while the customer was changing out the empty cartridge in order to deliver a food bolus for his elevated blood glucose levels due to customer eating dinner. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the malfunction alarm was cleared.